Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an open incisional hernia repair with mesh, open umbilical hernia repair, reducible, panniculectomy, removal of excess skin and subcutaneous tissue. She had revision surgery 2 months post-surgery. The patient experienced chronic pain, intraperitoneal infection, infected mesh, subcutaneous abscess/infection, and multiple debridement. Note: could not open or attach the following documents dated 1/12/2016, 1/15/2016, 1/18/2016, 1/20/2016, 2/4/2016, 2/5/1206, and 2/8/2016 all debridement documents.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment in an open incisional umbilical hernia repair. After implant, the patient experienced mental pain, disability, impairment, loss of enjoyment of life, defective mesh, chronic pain, intraperitoneal infection, infected mesh, subcutaneous abscess, inflammatory changes, adhesions, purulent drainage, area of purulent collection, fibrinous exudate, fat necrosis, edema, and open wound. Post operative treatment included multiple debridements, wound vac, mesh removal, lysis of adhesions, drain placement, placed in ICU, wound washout, and implant of new mesh.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment in an open incisional umbilical hernia repair. After implant, the patient experienced chronic pain, intraperitoneal infection, infected mesh, subcutaneous abscess, inflammatory changes, adhesions, purulent drainage, area of purulent collection, fibrinous exudate, fat necrosis, edema, and open wound. Post operative treatment included multiple debridements, wound vac, mesh removal, lysis of adhesions, drain placement, placed in ICU, wound washout, and implant of new mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: b5, h6 (patient codes, imf code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment in an open incisional umbilical hernia repair. After implant, the patient experienced umbilical hernia, diastasis, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, chronic pain, intraperitoneal infection, infected mesh, subcutaneous abscess, inflammatory changes, adhesions, purulent drainage, area of purulent collection, fibrinous exudate, fat necrosis, edema, and open wound. Post operative treatment included CT scan, multiple debridements, wound vac, mesh removal, lysis of adhesions, drain placement, placed in ICU, wound washout, and implant of new mesh.

Manufacturer narrative:
Additional info: a4, b2 (added hospitalization), b5, b7, h6 (patient codes, imf codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment in an open incisional umbilical hernia repair. After implant, the patient experienced erythema, intermittent, nausea, vomiting, intermittent fevers, umbilical hernia, diastasis, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, chronic pain, intraperitoneal infection, infected mesh, subcutaneous abscess, inflammatory changes, adhesions, purulent drainage, area of purulent collection, fibrinous exudate, fat necrosis, edema, and open wound. Post operative treatment included CT scan, blake drains, jp drains, antibiotics, hospital admission, multiple debridements, wound vac, mesh removal, lysis of adhesions, drain placement, placed in ICU, wound washout, and implant of new mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment in an open incisional umbilical hernia repair. After implant, the patient experienced chronic pain, intraperitoneal infection, infected mesh, subcutaneous abscess, and open wound. Post operative treatment included multiple debridements, wound vac, mesh removal, and implant of new mesh.